Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient would recharge the device every 2-3 days in the past, but now the ins battery charge would not last overnight. In the morning, the device shows, ¿on and low.¿ the settings hadn¿t been changed since (B)(6) 2017, and the issue had been ongoing for the past 4-5 days. It was noted the ins seemed to take longer to recharge. Usually the ins is 75% full when the patient starts charging. The patient usually gets 8 bars, and is able to get 8 bars back by moving the antenna when it goes down to zero. It takes 2-6 hours to get a full charge, but the patient hasn¿t gone to full charge in the last 2-3 weeks. It previously took two hours to charge when the ins was half full. The patient charges until seeing the battery fully black, but doesn¿t always see the water droplets. Charging occurs on the skin and the antenna is held in place. The patient noted they did not have good luck with the adhesive discs. There were no falls or other trauma associated with the issues. It was noted the patient would follow up with their health care provider (hcp). No medical symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that they presumed the recharging and depletion issues was caused by a poor connection. The patient was instructed on positioning of the recharging device, and that they are required to check the battery level often. There were no interventions needed as they stated the system is working well. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that two days in a row the programmer showed "low and flashing" which had not happened before. The issue was resolved using instruction provided over the phone with patient services.